Manufacturer narrative:
G4:25nov2020, b4:01dec2020 . Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2020-03092 was submitted. All information were submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The remote service engineer (rse) confirmed the failure. The rse identified the customer has already replaced the backlight inverter and the liquid crystal display (lcd). The rse reviewed the signal path sequence table, which identifies only the backlight inverter. The rse advised the customer to swap in a graphical user interface (gui) assembly for troubleshooting. The rse also advised if the problem resolves to call back for a replacement backlight inverter. If not, the rse advised swapping the data acquisition (da), analog, video graphics array (vga), and central processing unit (cpu) printed circuit board assembly (pcba) one at a time for troubleshooting. Numerous attempts were made to obtain information on this device's repair that has been unsuccessful; this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported having a dim display. There was no patient involvement reported.